Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned,

Event description:
It was reported that the customer received an occlusion alarm. The supplies on the pump were changed; however, another occlusion was received. The customer's blood glucose (bg) level was 686 mg/dl with ketones. A correction bolus was delivered in an attempt to address the bg level. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip; the high bg and dka were resolved. The customer was stable. The customer was expected to be released the next day. Although requested, confirmation of the discharge date was not provided.